Event description:
It was reported that the gastrointestinal videoscope had no picture with only colors on the screen. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image and no display was a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.